Event description:
Customer stated that the leyla flexible arm is very hard to tighten. When you try to loosen the arm it springs back with such a force that it hurts your hand if your hand was in the way. Additionally, account stated the brain retractor is causing too much tension to be applied on the brain when used and could cause pts to have strokes. The physician stated she stopped using the retractor after one pt rec'd brain damage as a result of the retractor applying too much tension. She is not sure which case it was or exactly when it happened.

Manufacturer narrative:
The set was rec'd intact without visible signs of defect in material or design. Based upon the reported complaint "very hard to tighten", the nl1275-002 flexible arms were evaluated. The flexible arms were rec'd intact and show little sign of use. Both of the tension-adjusting thumbscrews display some marring and bending of the straight knurling. This type of damage is consistent with interaction with similarly hard materials. The adjustment shaft threads were slightly disfigured, possibly from interaction with the retractor base. Disfigurement of the adjustment shaft threads could inhibit the adjustability of the instrument but are not believed to have contributed to the reported condition. The instrument was found to be within dimensional specs. During functional testing, both of the tension handles were somewhat difficult to twist fully into and out of the locked position (with the adjustment thumbscrew fully seated). Although slightly difficult to tighten, the retractor would lock and retain position. Lubrication of the tension cam and cable did provide some reduction in tightening difficulty. The exact cause of this condition has not been determined. A review of the DHR was done and no issues were noted.